Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523, lot l812375: manufacturing site: bettlach. Release to warehouse date: june 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation as completed: upon visual inspection, it was observed that the distal tip of the device was broken, and the broken fragment was stuck inside the received insertion handle. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, a set was opened and a driving cap threaded and a radiolucent insertion handle were noticed to be broken. The issue was discovered before the procedure. There was no patient involvement. This report is for 1 driving cap/threaded. This is report 1 of 2 for (B)(4).